Event description:
It was reported to philips that the system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use; the customer was performing preventative maintenance. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to produce x-rays. A review of the log file showed a communication error with the fd (flat detector). Upon troubleshooting, the rse checked the customer's 24v (voltage) power supply; the 24v led was on, and l1 was on. The voltage at the fd was 23 vdc (volts direct current). This determined that the detector was faulty, which was successfully replaced, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been completed satisfactorily before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been completed satisfactorily. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.